Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that threads for the wagner sl impactor were stripped during surgery so it was not possible to thread the inserter all the way. Another instrument was used instead.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damaged thread. Event summary: it was reported that the threads of the instrument are stripped, so the inserter could not be threaded all the way. Hence, the wagner sl extractor was used instead to insert the stem and the wagner cone inserter to control the version. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the instrument has been returned for an investigation. It can be confirmed, that the threads at the distal part of the rods are deformed, and therefore the two parts of the instrument cannot be fully assembled anymore. Moreover, there are several signs of usage visible. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the detected damage indicates that abnormal force might have been applied on the threads. Moreover, a deterioration in function as a result of repeated use is likely. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the detected damage indicates that abnormal force might have been applied on the threads. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the detected damage indicates that abnormal force might have been applied on the threads. Conclusion summary the two parts of the wagner sl impactor have been returned. Based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the threads at the distal part of the inner rod are damaged and therefore the two parts of instrument cannot be fully assembled anymore. The damage pattern and thread deformation indicate that the part might have experiences excessively high forces. Abnormal use and wrong handling of the instrument could result in such deformation and damage of the impacting head. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this damage. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).